Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: if possible, please confirm the number of sutures that broke when opening? Were there any patient consequences? Kindly confirm the device return status. Number of sutures ¿ 1. No patient consequences. Information received from nurse (B)(6). Defective foil available. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was returned for analysis. Product code w9918. During the visual inspection of the returned sample, the suture began with the degradation process. The time of exposure of the suture to the environment could not be determined. Per the sample condition, the functional test cannot be performed. No conclusion could be reached as to what may have caused the reported incident. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. This condition could be cause the holes in the foil packet. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2025 and suture was used. Suture threads were broken when opening. There were no patient consequences reported. Additional information was requested.